Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium and calcium failed calibration with back to back errors on the unicel dxc 800 synchron system after she changed the reagents for the ion selective electrode (ise) buffer, ise reference and co2. Customer reported that she noticed leak from the top of the flow cell. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cigar tube was not draining. The fse found that vacuum tube had a crimp in it. The fse removed the crimp from the tube. The repair resolved the issue.

Manufacturer narrative:
(B)(4).